Manufacturer narrative:
The reported event of failure to untighten the atrial setscrew to remove the lead and difficulty untightening the ventricular setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling both the atrial and ventricular setscrew insets. The calcified blood was preventing the wrench from engaging the atrial setscrew inset to untighten the setscrew. The calcified blood made it difficult to engage the ventricular setscrew to untighten the lead. With the blood removed from the setscrew insets, a wrench could fully insert into and engage the setscrew insets and untighten the setscrews. The blood most likely came through damage to the septums in the form of a hole punched through it. Battery depletion analysis revealed the device had reached normal eri.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device replacement procedure, the right ventricular (rv) and right atrial (ra) leads were having difficulty being removed from the device header. The rv lead was able to be removed successfully, but the ra lead was unable to be removed and was cut near the connector. A new device was implanted without the atrial lead connector to resolve the event. Patient was stable and will continue to be monitored.